Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. Customer stated insulin got wet and was not working. Customer stated insulin pump was not dropped and no cracks on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor keypad during visual inspection. Unable to perform operating currents, a21, self test, rewind test and displacement test or verify battery out limited alarm due to blank display. Device received with cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. Device received with broken reservoir tube lip, missing end cap sticker, broken belt clip slot, cracked case at the reservoir tube window corners and cracked reservoir tube window,